Event description:
The customer returned the device stating, ¿device air sensor and so are unattached and falling off. The ac adapter plug is damaged. Software upgrade required¿; during device evaluation it was found that the downstream occlusion (dso) seal was lifting. Status of the product at time of event was during testing. There was no patient involvement.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: per visual inspection; damaged ac port. The complaint was confirmed through visual inspection/air detector test. The cause was lifting air detector, lifting upstream occlusion (uso) seal, damaged ac port. The downstream occlusion (dso) seal was found to be lifting. Replaced, air detector, main board, dso seal, and lcd lens. Performed dso/uso sensor calibration. Performed performance verification testing (pvt), the unit passed all testing criteria. Software updated. Unit reset to standard configuration. No previous repair history related to the current complaint was noted for the last twelve (12) months.